Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated threshold on the left ventricular (lv) lead. It was noted the lead had clearly pulled back and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.